Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The customer had blood glucose level was over 40 mg/dl. The current blood glucose level was unknown. It was unknown that customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown that customer had not experienced symptom related with blood glucose level. The auto mode feature was active at the time of incident. Customer was treated by drinking juice. The customer reported that the insulin pump had received multiple blood glucose required alerts daily. The. The insulin pump will not be returned for analysis.